Manufacturer narrative:
It is not known if the initial reporter has or intends to report the event to FDA.

Event description:
Reporter stated that patient obtained blood glucose results of 201 mg/dl and 98 mg/dl, within 1 minute, when testing on the aviva system. No adverse event was reported. The suspect product was not returned to the manufacturer for evaluation.